Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unable to verify missing segments, partial display or blurry display due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.